Event description:
It was reported that 10 hours following a coronary drug eluting stenting treatment procedure, the pt became unstable. The physician had deployed a taxus express2 2.5 x 12 mm drug eluting stent in a distal circumflex lesion. The pt had been on plavix 75 mg for a week prior to the procedure. The lesion was pre dilated with 2 x 15 mm balloon dilatation catheters. Then the taxus express2 drug eluting stent was deployed at the site of the lesion and inflated to 12 atms with an excellent result and no residual stenosis. The pt was maintained on plavix, and a heparin infusion until midnight. At 04:00 a.m. In 2004 pt developed chest pain, hypotension, bradycardia and s-t elevation in the inferior leads on electrocardiogram. Pt was rushed to the cath lab and angiography revealed acute occlusion of the stented segment. The lesion was crossed and dilated with 3 x 25 mm balloon with the s-t segment returning to baseline soon after dilatation. No additional info is available at this time.